Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported attempted to charge her ins on tues, (B)(6), and she noticed after charging for 2 1/2 hours, the ins hadn't charged at all. Patient states at that time her stimulation was on. Patient stated that last night she tried to charge her ins again for 3 hours. Stimulation had turned off on its own. Patient states now her insr is showing reposition antenna and her patient programmer is showing poor communication. Possible overdischarge was reviewed. The patient stated this was the first time she noticed reposition antenna on her insr and poor communication on her patient programmer. Subsequently it was reported that the recharger was not charging. The patient stated she charges her implant on mondays and thursdays and her ins died (B)(6) 2020 because it did not get charged. The patient was assisted with using the recharger and confirmed the recharger was 100% charged and getting all coupling bars. The ins was less than 25% charged. It was recommended to charge implant. The patient was redirected to contact their healthcare provider (hcp) if the ins was not taking a charge. No patient symptoms were reported. No further complications were reported/anticipated.